Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, an occlusion alarm occurred. Reportedly, the customer cleared the alarms to resolve the issues. Customer's blood glucose (bg) level was 120mg/dl.